Manufacturer narrative:
Manufacturing review of the device history record for the reported lot shows that all units were quality released on 3/23/2017 having met all internal qc acceptance requirements. All sterilization records, and bioburden testing indicate successful sterilization process, and passing lal and product sterility results allowed the lot to be released having met all criteria for manufacturing release. There were no non-conformances associated with the manufacturing lot during production, sterilization and final packaging. In lieu of a request for the OEM supplier DHR review, it is noted that aziyo processes the non-sterile ecm materials by cutting, suturing, packaging, and sterilizing. It can be noted that per the instructions for use [IFU] (part number-20266 provided with device) for the cangaroo ecm envelope currently lists hematoma and infection as potential complications associated with the procedure and device. Although the exact cause of the reported events cannot be conclusively determined, hematoma and infection are known complications with the cangaroo ecm.

Event description:
It was reported that a female patient (unknown age) had a new ecm envelope placed on (B)(6) 2018. The ecm was reported to be possibly soaked in a vancomycin/gentamycin combo (exact concentrations/details are unknown) for 2 minutes. The patient was sent to (B)(6) for a hematoma evacuation on (B)(6) 2018. Patient then followed up in the office on (B)(6) 2018 for redness/tenderness at the site. She was directly admitted to (B)(6) and brought to the lab for device extraction (exact explant date is unknown) due to pocket infection. Patient comorbidities, relationship to device, relationship to procedure, probable cause of the event, final patient outcome are all unknown at this time but additional information has been requested on (B)(6) 2018 with no response.